Manufacturer narrative:
On september 5, 2023, the mentor failure analysis lab received the device for evaluation. On september 13, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear (a) was found on the posterior view of the sal smooth rnd diap 300cc breast implant, measuring approximately 0.1 cm. In addition, the tear (a) was found within a crease/fold. Leak testing was performed, according to mentor procedure, and it identified two additional tears. Tear (b) and tear (c) were both found on the anterior view, both measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the tears (b) and (c), and parallel striations were found in the whole area of the tears (b) and (c). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the possible cause of the tear (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2023, mentor became aware that the replacement devices used on july 24, 2023 were catalog number smpb340; serial number (B)(6) on the left side, and catalog number smpb340; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old hispanic female patient underwent primary breast augmentation with 300cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively; diagnosed after telehealth exam. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for replacement surgery on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. D6b explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).